Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the indwelling needle was connected to the infusion connector of other brands, and the result was that there was blue foreign matter in the extension tube on the second day, but it was not found on the first day of infusion, because bd product was yellow, the infusion connector was blue, and the foreign matter was also blue."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that foreign matter was found during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the indwelling needle was connected to the infusion connector of other brands, and the result was that there was blue foreign matter in the extension tube on the second day, but it was not found on the first day of infusion, because bd product was yellow, the infusion connector was blue, and the foreign matter was also blue."